Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the first stapler stopped and could not fire. A charge of 45 watts was connected to the stapler, and the doctor could not take the charge out. The stapler was changed and continued without being able to fire. The stapler stopped as if the load had already been fired. They changed the reload and it was detected that it was a problem with the stapler handle. The second reload pre fired as soon as the green button was pressed. The customer opened another stapler handle and the surgery went well with no harm to the patient.